Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual warns against reprocessing other than its recommendation: "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU reprocessing manual warns against bad storage environment: "¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a crack on the distal end and damage on the channel tube. There were few additional findings. The image had shadows and black dots, and the image was foggy due to damage on the charge coupled device unit. All switches did not work due to damage on the switch box. The light guide lens had a chip and a crack, the plastic distal end cover was deformed, the connecting tube had a wrinkle, the bending angle in the upward direction did not meet the standard value, the video connector and case had a scratch, the video cable had a dent, and the protector of the suction connector had a cut. Finally, the universal cord, the grip, the suction cover, the up/down plate and the angulation lever all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that air/water leakage was noted from the bronchovideoscope. The issue was found during maintenance of the device. There was no patient involvement. The device was returned. An evaluation of the returned device revealed, the coating of the connecting tube was peeled off (1 millimeter square or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.